Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) header was loose. Noise on the shock channel was also observed when moving the header back and forth. This issue was observed during an elective procedure. The device was explanted, instead of repositioned as originally planned, and a new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. A review of the recorded electrograms (egm) also revealed a slight amount of noise on the atrial lead only. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately. It was noted that improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. No further analysis was performed.